Event description:
Customer service and support was contacted regarding a axsym troponin-I assay result that was matched to the wrong pt in the account's lab info system (lis). A sample from pt #1 was loaded in position c01 on the axsym and tested for troponin-I. A result of <0.3 ng/ml was transmitted to the lis. Thirty minutes later, a sample from pt #2 was loaded into position c01 and run. An axsym troponin-I result of 15.3 ng/ml was generated, matched to pt #1, and transmitted to the lis. The lis flagged the result as a changed verified result as the second result wrote over the first result. The flag alerted a technologist who found the error and matched the result to the correct pt prior to the results being reported out of the lab. No impact to pt management was reported.